Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that he device's lcd touchscreen was cracked and unresponsive. There was patient involvement associated with the reported issue, however, there were no reports of patient harm as a result of the reported issue. Ventec asked the initial reporter for additional information about the reported event and was advised of the following: "a resident at the hospital walked between the patients bed and our stretcher while the patient was still connected he did not see the green oxygen [sic] and his body walked through where the green hose was causing it to pull the ventilator. The vent on the back of the stretcher and with the tug it caused the screen to make contact with the twist portion of the oxygen regulator causing a direct impact to the screen. It was not dropped or fallen, the screen had just hit the corner of the metal twisting mechanism of the oxygen regulator. The ventilator was still performing fine. It did not have any faults. The patient was actively being transferred over to the hospital ventilator and was transferred a minute or two after the incident, but the ventilator maintained its performance and had no problems. The only difficulty was that the touchscreen no longer worked we could turn it on and see everything but anywhere we touched on the screen it would not work...".

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the cracked and unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was the confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen, which did show signs of damage (cracked).